Event description:
It was reported that during a follow-up visit, this right ventricular (rv) lead was showing out of range impedance measurements, and high capture thresholds. An x-ray was taken, and showed that the helix mechanism was not fully extended. Surgical intervention was performed, and the lead was explanted and replaced with a new one. It was noted that the new lead showed normal pacing parameters. No additional adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during a follow-up visit, this right ventricular (rv) lead was showing out of range impedance measurements, and high capture thresholds. An x-ray was taken, and showed that the helix mechanism was not fully extended. Surgical intervention was performed, and the lead was explanted and replaced with a new one. It was noted that the new lead showed normal pacing parameters. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the terminal pin assembly, lead body, and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix difficulty allegation was confirmed based on the helix housing being clogged with dried blood/body fluid. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture thresholds or out of range impedance measurements.